Event description:
This is report 8 of 11 for the same event. It was reported from (B)(6) that during charging process, it was observed that six battery devices stopped working and were not charging in universal battery charger devices. According to the report, the red light warning appeared on the universal battery charger devices. It was further reported that the user attempted to charge six battery devices with five universal battery charger devices. The reporter did not specify which devices were malfunctioning. This event was not related to surgery. There were no delays to a planned surgical procedure. It was not reported if spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.